Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The adhesive was returned. The sensor applicator and sharp have not been returned. Extended investigation has also been performed. Dhrs (device history review) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as pain and swelling. Customer had contact with a healthcare professional and received cravit for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as pain and swelling. Customer had contact with a healthcare professional and received cravit for treatment. There was no report of death or permanent injury associated with this event.